Event description:
The customer stated that the level 2 magnesium quality control has been recovering out of range low on the architect c8000 after changing the calibrator. The instrument maintenance and calibrator set points were verified. The customer recalibrated with fresh reagents, fresh calibrators and fresh quality control without resolution. The sample probes were replaced and calibrated also without resolution. Replacement calibrator is on order; however, the customer borrowed an alternate lot of calibrator from a sister facility. After calibrating with new lot, the quality control returned to within expected values. No impact to patient management was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to patient impact was performed and values above 0.8 meq/l were found to be 17.24 % lower than they should be. This is an initial report. The manufacturer has been notified and further investigation is currently in process. A final report will be submitted when the investigation is complete.